Event description:
It was reported that the ventilator alarmed for low expiratory minute volume while on patient. The patient saturation decreased and had bradycardia. Final patient outcome was unknown. Manufacturer's ref.#: (B)(4).

Event description:
Manufacture'rs ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was reported that the ventilator alarmed for low expiratory minute volume while on patient. During examination, the ventilator failed pressure transducer test during pre-use check. After replacement of the expiratory cassette, the ventilator passed all functional, safety and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. Review of the received logs revealed clinical alarms on 09/07/2022, expiratory minute volume low, peep (positive end expiratory pressure) and pressure delivery restricted. The generated alarms indicates a leakage situation most likely in the expiratory cassette. Since the expiratory cassette was not returned for investigation, the root cause for the reported problem could not be determined.